Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, from which water invaded the scope connector which caused damage of internal electronic parts. Consequently, the error message was indicated. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image": the user may decrease/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope had no image. The issue occurred when preparing the scope for use. The customer noted the scope was reprocessed according to the IFU. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found an e315 unsupported scope error message was displayed when the scope was connected to the stack system. The report is being submitted due to e315 error message found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the plug body was dismantled. The moisture indicator had been triggered and turned pink after being in contact with fluid. The inner moisture indicator was also triggered. Also, evaluation found the air channel volume failed due to a blockage, the water removal and flow was not to specification, the water channel volume was not to specification, and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.